Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Unit received with cracked retainer, minor scratched display window, fading serial number label, damage keypad overlay texture and scratched case. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alarm and power loss alarm due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No unexpected partial display or missing segments display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump fell. The device had a white screen and was showing saying medtronic but the letters were vague. The device then had a battery alarm. When they were clearing the alarm the white screen would come back on. They had tried 7 different batteries. The customer¿s blood glucose was 13 mmol/l. They were not able to get into the menu. The battery cap and battery compartment was fine. There was no corrosion or moisture. The device will be returned for analysis.